Event description:
It was reported that prior to a pci procedure, the stent was detached. Upon opening the package, the physician noted that the liberte bare monorail stent had detached from the stent delivery device. There was no patient contact with the device. The patient's status is reported as "good".